Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33, ca 19-9 xr, with 510k number k052000. Section a patient information: refer to section b5 for complete patient information. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect ca 19-9xr assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79760fp00. A device history record review did not identify any related nonconformance, potential nonconformance or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was performed to evaluate the performance of the reagent lot 79760fp00. An internal ca 19-9xr panel was tested with retained kits of the complaint reagent lot. Acceptance criteria was met, which indicates acceptable product performance of the lot 79760fp00. Labeling was reviewed and found to adequately address the issue of under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 79760fp00 was identified.

Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient. The following data was provided: the initial architect ca 19-9 result was 60 u/ml, retest as 3 u/ml. The previous measurement in february was 2 u/ml. It is unknown if the patient has pancreatic cancer. No impact to patient management was reported.